Event description:
It was reported that a patient with a history of allergic reactions to dental materials experienced swelling of the lips after an impression was taken with reporsil. The patient used benadryl cream to treat the symptoms, though no further intervention was sought or administered.